Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2003 and subsequently expired on (B)(6) 2003, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated MDR#: 1225714-2014-04960, 1225714-2014-04961, 1225714-2014-04962 and 1225714-2014-04963.